Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name.